Manufacturer narrative:
The 12-oct-2015 product investigation results: reporter returned 1 toothbrush head on 09-oct-2015. Investigation revealed: excessive wear due to the use of abrasive toothpaste.

Event description:
Bleeding gums [gingival bleeding]. Cut/shredded gums [gingival injury]. Soreness gums [gingival pain]. Brushhead came apart in mouth [device breakage]. Brushhead came apart in mouth and shredded gums [injury associated with device]. Case description: an adult female consumer of unspecified age reported that she had been using an oral-b rechargeable toothbrush, version unknown from (B)(6)-2015, 2 minutes once a day, and stated that the oral-b brushhead, version unknown had come apart in her mouth and shredded her gums. Additionally, she had bleeding- gums, cut- gums, and pain- gums beginning immediately after using the product. The bleeding- gums had recovered after 2 or 3 days, and the cut- gums and pain- gums had recovered after a few weeks more; the overall case outcome was recovered. Product use was discontinued. Other relevant history: allergies - none. No further information was provided. The 12-oct-2015 product investigation results: reporter returned 1 oral-b flexisoft brushhead on 09-oct- 2015. Investigation revealed: excessive wear due to the use of abrasive toothpaste.